Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging a continuous glucose monitor (cgm) alarm (cs 215) was emitted when the transmitter was in use. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions. There was no indication that the product caused or contributed to an adverse event.